Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The patient¿s weight was approximately 200 to 220 pounds. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the generator failed to deliver energy while in coagulation and cut mode. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.